Event description:
The user reported the device alarmed and displayed channel error as intended while in use. Service technician determined the error code was "sensor hi broken". There was no pt consequence.